Manufacturer narrative:
(B)(4). A device history record (DHR) review was performed and there were no issues found that could relate to the reported complaint. The sample was not returned; therefore, one sample was chosen from current production at the manufacturing facility for evaluation. A visual exam was performed and no obvious defects were observed. The cuff pressure of the current production representative sample was then inflated to 25mbar using a calibrated endotest. The cuff pressure was observed to be maintained at 25mbar for at least 30 minutes. The representative sample was then immersed into the water for leak testing. No bubbles were observed flowing out from the sample during the underwater test indicating there were no leaks. The complaint could not be confirmed. The actual sample is needed to perform a proper investigation and to determine a root cause.

Event description:
Customer complaint alleges "leak noted during ventilation." No report of patient consequence or injury.

Manufacturer narrative:
(B)(4). The device involved in this complaint has not been received by the manufacturer at the time of this report. The investigation into this complaint is still in progress.

Event description:
Customer complaint alleges "leak noted during ventilation." No report of patient consequence or injury.